Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in automatic mode switch was observed on the atrial lead. During an unrelated procedure, atrial lead damage was noted. The lead was repaired and remains implanted. The patient was in stable condition.